Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed but the reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical and visual analysis of the lead did not find any anomalies. X-ray examination determined the cause of the reported event of stylet could not be inserted was isolated to the overtorqued inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for implant procedure. During the procedure it was noted that the right ventricular (rv) the lead was unable to capture the heart and the wire could not be inserted into the lead entirely. Therefore, the physician elected to implant a new rv lead successfully. The patient was in stable condition.